Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2007. It was reported that the pt has not recharged her ipg in over two years, and her programmer reads "stim off." The pt planned to recharge her ipg; however, it is currently undetermined whether she was successful in establishing telemetry with her ipg. Attempts to obtain add'l info regarding the pt's condition and/or device status were unsuccessful. No further info is available at this time.